Event description:
Customer reported via phone, the customer was experiencing high blood glucose of 400, 300, and 200 mg/dl. Customer's spouse was advised to treat the customer with insulin. Customer declined troubleshooting assistance. The insulin pump is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.